Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 438 mcg/day) via an implantable infusion pump. It was reported that the patient had a magnetic resonance imaging (MRI) performed two hours ago and there was no motor stall recovery in the patient's logs. The caller stated she was going back to the patient to re-check the pumps status. No symptoms were reported. No further complications have been reported as a result of this event.